Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and there were 6 sessions. The initial two sessions were brief, lasting only 16 seconds before the system encountered "an unrecoverable error." The system logs documented failures in mounting an encrypted filesystem and initiating the postgresql service, which was then followed by a restart. Additionally, the stealth application logs captured multiple occurrences of "error connecting to the database" on the day of the issue. These errors suggest corruption within the database, resulting in postgresql being unable to start. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system on start-up was ¿just a bluish screen.¿ troubleshooting steps were performed. The manufacturer representative had the site restart the system. It was confirmed that the system started up normal. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 2.1.0, h3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.